Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the telescope, sheath, and imaging window were kinked; the imaging window was twisted and stretched; and the tip was detached, although it was not returned for analysis. The media returned by the customer was inspected and showed that the imaging window was twisted and kinked, and the tip was detached.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became kinked and intertwined. It twisted up outside the patient but did not get entangled with the guidewire. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became kinked and twisted up on itself outside the patient. The procedure was completed using another of the same device. There were no patient complications.